Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer had followed the prompts when loading the cartridge at the time of the alarm. A new cartridge was successfully loaded onto the pump resolving the alarm. Blood glucose level was 191 mg/dl.